Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer located at door number 5 exhibited difficulty in both opening and closing, with the bearings visibly positioned on the floor. A field service engineer removed the drawer from the cable and found that the right rail bearing cage was not present. A field service engineer replaced the rail to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system 5se1, main full-height cubie drawer 5 failed to stay closed. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.